Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, surgeon was complaining about seal integrity of the device. When the surgeon was sealing tissue near the antrum of the stomach, he would encounter what he stated were incomplete/inadequate seals. He had to go back and seal multiple times to stop bleeding. There was no regrasp alert. There was an end tone heard and there was evidence of energy delivered. The esu (electrosurgical unit) was t7e14871dx. The logs for the unit were downloaded. There was 5-10ml of bleeding. The case was completed with the same instrument. There were a couple of good seals completed before the problem occurred. There was no patient injury.